Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure, a cracked optic. The cartridge and injector were changed each time, so it is not the equipment's fault. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).